Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported that the patient was scheduled for a pump replacement and upon attempting to disconnect the catheter from the pump the catheter hub pulled away from the pump connector leaving a portion of the catheter attached to the explanted pump. An 8731sc pump section was utilized to replace the catheter pump section hub. There were no patient symptoms reported related to the event. The patient status at the time of the report was alive, no injury. The pump was used to deliver hydromorphone